Event description:
It was reported the patient presented remotely via (B)(6).net. Review of the transmission the right ventricular lead was responsible for non-sustained right ventricular oversensing alerts triggered by loss of capture and double counting the intrinsic right ventricular rhythm. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the patient was suffering from an undetermined affliction of either pericarditis or endocarditis. Programming changes were implemented. The patient was feeling better once adjusted.